Manufacturer narrative:
No medwatch form was received.

Event description:
During the implant, the lead exhibited poor thresholds, sensing and impedance. During repositioning, the patient's blood pressure decreased to 50-60 mm hg and the patient lost consciousness. 30 cc of fluid were drained which the doctor didn't consider significant. The patient was then moved to the intensive care unit (ICU) where the patient deceased. The cause of death was unknown. The patient also had leukocyte adhesion deficiency (lad) plus was on dialysis. .